Event description:
With initial inflation of the balloon to 6 atms, only the distal half inflated. After deflation & re-inflation to 12 atms, the distal half of the balloon inflated followed some 5-10 seconds later by the proximal half. With attempted deflation, the distal half of the balloon deflated but the proximal half remained inflated. Extra suction was applied by disconnecting the inflation device while maintaining negative pressure on the balloon & then reapplying suction with the inflation device. This resulted in slow partial deflation of the proximal half of the balloon which was then successfully withdrawn & removed from the pt. After exchanging balloons, the procedure was successful completed. There were no adverse consequences from the problems with the initial balloon.